Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate after cartridge was filled with cold insulin. Customer reported an elevated blood glucose (bg) level of 350 (mg/dl) at the time of the event. The customer also mentioned having erratic bg levels due to physiological issues unrelated to the pump. A pump bolus was delivered to address bg levels. Customer reloaded the cartridge but declined to complete the remaining troubleshooting steps with tandem technical support.